Event description:
It was reported that prior to use with 9 bd tube k2edta plh 13x75 2.0 plbl lav cn the stoppers were discovered to be loose. The following information was provided by the initial reporter, translated from chinese to english: when the blood label was attached, the purple blood collection tube cap was found to be loose, and then the same batch of blood collection tubes was checked, and this happened to 8 unused blood collection tubes.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, eighty (80) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to improper assembly as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.